Event description:
Patient was treated with angioplasty at the site of right arm in the transposed basilic native fistula with an admiral xtreme 7x40x80. At the second inflation of the balloon, the balloon ruptured circumferentially. The distal balloon embolized in the arm. Only the distal marker band was retrieved and the remaining balloon embolized. An attempt was made to retrieve the visible balloon material with a gooseneck snare. The attempt was unsuccessful, and the balloon was then not visible, and believed to have embolized to the lung.